Manufacturer narrative:
(B)(4). Approximate age of device - 1 year and 10 months. (Calculated from the date of manufacture.). The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced an alarm from the power module indicating that the internal battery was depleted on (B)(6) 2016. The patient connected to batteries and went to the local emergency department. In the hospital, the patient's power module internal battery was exchanged and initially the system controller seemed to be working fine. However, later when system controller was attached to fully charged batteries, the black power lead was noted to be warm and system controller alarmed. As a result, the system controller was exchanged. Upon interrogation of the patient's old system controller, multiple low voltage alarms, no external power alarms, and a pump stoppage were noted. No further incidents were reported since the system controller was exchanged. The patient reportedly remained asymptomatic.

Manufacturer narrative:
Multiple requests were made for the product to be returned for evaluation; however, the system controller was not returned. The report of momentary pump stops and no external power alarms was confirmed based on the analysis of the submitted system controller log file. The submitted log file captured a pump stoppage event on (B)(6) 2016 while the system controller was connected to external batteries. There was no significant change in the recorded pump power level during this event. A root cause for the pump stoppage could not be determined. Following the event, the pump ramped back up to its set speed without issue. Beginning on (B)(6) 2016 at 10:41, intermittent no external power alarms were captured through the end of the log file, when the system controller was disconnected on from power sources on (B)(6) 2016. The recorded voltage levels indicate that the system controller was still receiving power despite the alarms. The no external power alarms occurred while the system controller was connected the power module and also while the system controller was connected to external batteries. The no external power alarms did not affect the system controller's ability to operate the pump at the set speed. The root cause of the intermittent no external power alarms could not be determined. A log file from the patient¿s backup system controller was submitted for evaluation. The log file captured data from (B)(6) 2016. The log file captured the entire event history of the system controller¿s use after manufacture. No atypical alarms were active throughout the log file. It was reported that no further issues occurred after switching to the backup system controller. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.